Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the buttons had intermittent and delayed response, were not clicking as they used to, and required harder presses to respond. There was no allegation of an adverse event related to this complaint. This report is made based on the allegation of the button response issue which was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: the keypad was observed to be worn. All of the keypad buttons was found to be intermittently responding to button presses. The keypad was removed and contamination was observed under all fo the button contacts. Unrelated to the complaint, the display screen was observed to be dim and discolored with a reddish hue. Also unrelated, the battery compartment was found to be cracked at the lip and from the bumper to the case seal and the battery cap was observed to be stripped.